Manufacturer narrative:
The unit passed the rewind, basic occlusion, prime, and displacement tests. The unit was stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer called in to report that the insulin pump alarmed motor error during prime. The customer also reported that they woke up to unspecified high blood glucose levels and treated with a manual injection. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.